Event description:
It was reported that an intermittent occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. The customer changed the cartridge only to resolve the issue.